Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that allura device would not boot up. The device was outside of clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Upon troubleshooting, the fse found that the system clock was wrong. To resolve this issue, the fse replaced cmos battery of the host pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.